Event description:
The customer reported that blood pressure and pulse rate readings on monitor were not correct. The pt coded for no apparent cause during surgery other than the monitor indication for exhaled co2 level had decreased from 37mmhg to 8 mmhg. The pt expired.